Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The stenosed, 3.3x45mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 3.50 x 48mm synergy drug-eluting stent was advanced but failed to cross the lesion. After removal, it was noted that the stent itself was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.